Event description:
It was reported that during transcatheter arterial embolization procedure, catheter damage was noted. The area of treatment was the hepatic artery. The physician attempted to perform a contrast study and was unsuccessful, so he attempted to visualize the devices under fluoroscopy. He then noted that the renegade hi-flo microcatheter was torn at approximately 100cm from the tip. The physician then pulled the renegade hi-flo microcatheter into the guide catheter and removed both as one unit. No patient complications were reported, and the procedure was completed with another of the same devices. Patient status was reported as 'good'.